Event description:
A caller reported a malfunction on a pump, indicated by the malfunction alarm. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. In response, the caller resumed insulin delivery after the alarm and requested replacement supplies. Cts provided a goodwill replacement of the cartridge and accessories and decided to replace the pump completely. The caller, not from canada, opted to use multiple daily injections (mdi) as backup therapy. The pump was still under warranty, and the customer was instructed on how to put it into storage mode before returning it. Cts confirmed the shipping address for sending the replacement pump, which the customer was advised on how to set up. The problematic pump was to be returned via ups with a provided return box and label.